Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with an unspecified mentor gel implant on the right breast, suffered spontaneous breast implant leak, post-procedure. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2007. The replacement devices were: (right) 375cc mentor memorygel breast implant catalog: 3503751bc lot: 5713369 sn: (B)(4) and (left) 375cc mentor memorygel breast implant catalog: 3503751bc lot: 5679185 sn: (B)(4).